Manufacturer narrative:
UDI: (B)(4) incomplete. The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament reconstruction surgery on (B)(6) 2021, it was observed that the rigdfx femrl stepd pin insrtnrod n/s 1pk would not fit in the sleeve. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. .

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that reported that during an anterior cruciate ligament reconstruction the rigdfx femrl stepd pin insrtnrod n/s 1pk would not fit in the sleeve. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The visual inspection of the device revealed wear marks on the on the entire device. The distal part showed that the device had been heavily used as striations on the metal surface and it was deformed which could cause the issue reported in the sleeve. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Based on the condition of the device, this complaint can be confirmed. The possible route cause can be attributed this damage in the tip when the device might have been dropped or device was tapped against a hard surface accidentally. It is determined that the reusable instrument is worn from repeated use and servicing, this failure can be attributed to normal field wear. However, it cannot be conclusively affirmed. As per IFU- 108410 the precautions for this type of device consist of to inspect the condition of the device prior to use. This device can damage, worn or bent; therefore, when this occurs it need to replace. The instrument life is generally determined by the wear or damaged from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.